Event description:
General report received of an unspecified number of undocumented incidents of no flow through the clave y-sites. The tubing sets were being used to deliver unspecified solutions. The clave y-sites of the tubing sets were being accessed with unspecified stopcocks. The stopcocks were being accessed with 10ml syringes for delivery of unspecified solutions. It was reported that the solutions did not flow through the stopcocks and the clave y-sites. The customer contact stated that when the no flows were noted, the stopcocks were moved to a different clave y-site on the tubing sets and the therapies were initiated. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from an unspecified lot was received. Investigation is not complete. (B) (4). (B) (4).